Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment. It was reported that a recent CT revealed that the endurant ii stent graft limb had a type iii fabric endoleak. An angiogram revealed that the type iii fabric endoleak occurred in the middle of the right endurant stent graft limb. The physician elected to reline the right limb with an endurant stent graft limb extension and the event was resolved. Per the physician, the cause of the event was unknown. No additional clinical sequelae were reported and the event was resolved.